Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the same day, it was reported that the patient was experiencing vomiting and stomach pain. The patient¿s cgm was reading 370 mg/dl and the bg meter was reading 500 mg/dl. The patient self-treated with humalog insulin and then drove herself to the ER. At the ER, the patient was given IV insulin (8 units) and was monitored from approximately 1030pm until the following morning. It was confirmed that the patient was not in dka. The patient was discharged home when her bg level was 180 mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.